Event description:
Patient reported obtaining elevated results (400 mg/dl) while using the suspect device. Based on elevated readings, patient's physician reportedly increased daily dosage of 70/30 insulin from 30 units to 35 units. Additionally, patient's physician prescribed an oral diabetic medication. Patient indicated that, since the medication change, she experienced recurrent hypoglycemic symptoms during the night. Patient noted that, since testing supplies are not stored in the bedroom, she has not actually tested blood glucose while experiencing hypoglycemic symptoms. Patient indicated that no treatment has been received for low blood glucose symptoms. Patient also reported performing a blood glucose test, using the suspect device, on a non-diabetic relative, with a result of 300 mg/dl. Patient also stated that she has discontinued taking the oral diabetic medication and has reverted to previous lower dosage of insulin. Quality control testing had not been performed on the system. At the time of the report, patient had disposed of test strips in use during hypoglycemic episodes.